Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continued use. No power related events were found in the available black box data. The pump was run for 24 hours with no reboots, power losses, or overheating occurred. The complaint of no power was unable to be duplicated during investigation.